Event description:
Procedure type: lap gastric bypass. According to the reporter: the anvil detached from the tube and remained in the esophagus. The patient was opened and the surgeon did a hand sewn anastomosis. There was no damage to the esophagus or tissues. There was no report of blood loss.